Event description:
It was reported that the shock impedance was 135 ohms in november, 155 ohms in july, and is 205 ohms today. These low energy measurements were found during an office follow-up. Technical services advised the clinic should x-ray the system to check it. The doctor replaced both the pulse generator and the electrode with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the shock impedance was 135 ohms in (B)(6), 155 ohms in (B)(6), and is 205 ohms today. These low energy measurements were found during an office follow-up. Technical services advised the clinic should x-ray the system to check it. The doctor replaced both the pulse generator and the electrode with a transvenous system. There were no additional adverse patient effects.